Manufacturer narrative:
The physical device was not returned. Cloud data was reviewed for this complaint for the day of (B)(6) 2025. Review of the cloud data showed that the automated algorithm was able to appropriately adapt the microbolus amounts based on the estimated glucose values from the sensor and any user inputs. The system correctly increased automated insulin delivery due to increasing and high blood glucose levels and correctly generated an automated delivery restriction alert after the automated algorithm delivered at the max rate for too long due to high blood glucose levels. The system correctly delivered the user¿s basal program while the system was used in manual mode and in automated mode: limited while the automated delivery restriction alert was generated. No evidence of issues with the algorithm were observed that would contribute to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the prestataire that the patient experienced hyperglycemia, beginning on the morning of (B)(6) 2025, after changing her pod that was worn for about 48 hours. Despite administering multiple correction boluses and switching to manual mode, her blood glucose levels continued to rise, peaking at over 400 mg/dl (22.2 mmol/l). She reported symptoms of diabetic ketoacidosis (dka), including polyuria and polydipsia, and had ketone levels greater than 2.0 mmol/l (36 mg/dl). Multiple attempts to correct the issue, including pod changes and insulin boluses, failed to resolve the hyperglycemia. The patient sought emergency medical care, where her pump was removed, and she was treated with intravenous insulin and fluids. The pump was replaced on (B)(6) 2025.

Manufacturer narrative:
See b5 for additional information.

Event description:
It was reported by the prestataire that the patient experienced hyperglycemia, beginning on the morning on (B)(6) 2025, after changing her pod that was worn for about 48 hours. Despite administering multiple correction boluses and switching to manual mode, her blood glucose levels continued to rise, peaking at over 400 mg/dl (22.2 mmol/l). She reported symptoms of diabetic ketoacidosis (dka), including polyuria and polydipsia, and had ketone levels greater than 2.0 mmol/l (36 mg/dl). Multiple attempts to correct the issue, including pod changes and insulin boluses, failed to resolve the hyperglycemia. The patient sought emergency medical care at (B)(6) center, where her pump was removed, and she was treated with intravenous insulin and fluids. The pump was replaced on (B)(6) 2025. The length of the visit was 8 hours and 30 minutes.